Event description:
A falsely elevated troponin I result of 4.85 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The same sample was tested on the same instrument and a result of 0.05ng/ml was obtained. Patient was admitted to the cardiac care unit. Treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The cause for the falsely elevated troponin I result is unknown.